Manufacturer narrative:
This has been identified as a workflow specific issue where the patient is admitted at the xhibit central monitor model 96102 and the cardiac output feature is enabled and used at the bedside monitor from command module model 91496. Since the input sequence for height/weight/bsa is different at the xhibit than it is at the bedside, there is a reversal of height and weight when these items are stored then displayed. The bsa calculation is incorrect as well as automated calculations that use bsa to standardize a value. The clinician recognized the issue and responded appropriately to maintain patient care. Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished.

Event description:
Spacelabs received a report that on (B)(6) 2015 several nurses noticed that patient height and weight becomes reversed on bedside monitoring with xprezzon model 91393. No injury was reported for this event.

Manufacturer narrative:
The root cause of the issue has been determined to be a communication sequence mismatch between the xhibit central station and the command modules (90496-c or 91496-c) cardiac output function. Spacelabs had investigated the issue and instituted a u.s class ii recall. A class ii recall had been reported to FDA (recall number: z-1092-2016) with a customer letter dated on february 26, 2016. This investigation is considered complete and the issue closed.